Event description:
Related manufacturer reference number: 2017865-2025-12710. It was reported that the patient presented to the hospital for a pacemaker exchange. During procedure, the right ventricular (rv) lead was stuck in the pacemaker header. The physician made several attempts and was able to successfully remove the rv lead from the header. The pacemaker was explanted and replaced. The rv lead tested normal and was connected to the new pacemaker. The patient was in stable condition.